Manufacturer narrative:
(B)(4). Initial report. Concomitant medical devices: customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00356, 3002806535-2021-00357. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device location unknown.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure due to patient pain and lateral progression was performed on (B)(6) 2021.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure due to patient pain and lateral progression was performed on (B)(6) 2021.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found (B)(4) complaints reported with the item 154776, 1 complaint reported with the item 161471 and (B)(4) complaint reported with the item 159590 (initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. CAPA: no corrective or preventive action required at this time. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00356-1, 3002806535-2021-00357-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.